Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of a left ventricle tear during the pump exchange, which resulted in blood loss, could not be conclusively determined through this evaluation. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that computed tomography (CT) study from (B)(6) 2023 while inpatient revealed atherosclerosis of aorta. Patient underwent heartmate 3 (hm3) to hm3 pump exchange on (B)(6) 2023 for infection. The hm3 pump was replaced, and the original apical cuff and outflow graft (ofg) remained implanted. During exchange via thoracotomy, myocardium tore requiring surgical repair of left ventricle and transfusion of blood products. Once left ventricle repair was completed with appropriate surgical hemostasis, patient was transitioned from cardiopulmonary bypass (cpb) support to hm3 settling at a speed of 5400rpm, 3.8lpm, pi 4.7, 3.8w and hr 73. Blood pressure was 103/70/83, pulmonary alveolar proteinosis (pap) was 39/13/22, and central venous pressure (cvp) was 13. Incision was closed and the patient was transferred to intensive care unit (ICU) in stable condition. Cause of the atherosclerosis of the aorta was not specified. The patient was recovering well, plan for home discharge soon. Pump exchanged is reported under MFR# 2916596-2023-06791.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.